Event description:
It was reported that during the superion indirect decompression system implant procedure the implant broke while being deployed. The physician replaced the broken implant with a smaller size and completed the procedure successfully. The damaged device was retained by the facility and was not returned.